Event description:
Olympus was informed that the pt had symptoms of a heart attack. It is unk if this occurred during the capsule endoscopy procedure or after, as limited info was provided by the user facility. Olympus followed up with the user facility to obtain add'l info via telephone and in writing regarding the reported event, but with no results.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for eval. The exact cause of the pt's outcome could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented.